Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. The patient received botox injections (date not reported) to reduce facial nerve stimulation. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.